Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was up all night and that "this thing is not working." Additionally, the patient reported that they were not feeling stimulation. The caller had already tried changing therapy side and was still unable to feel stimulation. The caller encountered the "cannot provide desired settings" message and the patient had raised stimulation all the way up to 12.5 on both sides, but the same screen appeared. A second call from the consumer indicated the patient did not think that it was working and that the patient was cathing more volumes than they were putting out. Additionally, the patient was confused when providing data because it was not dated correctly and the patient was still unable to feel stimulation. The patient expected therapy to be better and was having the lead removed the day following the call. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.